Manufacturer narrative:
It was reported that the light was not working properly. A stryker field service technician (sfst) was dispatched to investigate. The sfst entered the operating room and found the cardanic links were separating at the collar where the light head meets the links. Two of the four screws were observed to be backed out, allowing for a separation at the light head. The sfst reset the two screws and ensured the light head was set correctly and tested the light head functionality. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that the light was not working properly. There was no patient involvement, injury or adverse consequence reported.